Event description:
Customer reported hospitalization due to high blood glucose readings of over 600 mg/dl and diabetes ketoacidosis. Customer stated that she treated with the insulin pump before going to work. When she went to get a needle to treat her blood glucose readings she was then admitted. Customer was also hospitalized in the past due to the set coming off and having high blood glucose readings. Customer was treated with fluids and sent home. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.